Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where exactly was the surgicel powder used? What is the location of the initially inserted drain(s)? Reason that drain was placed? In what way did the drain blocking contribute to the hematoma? Please explain drain management procedure in the post op period how many drains were placed ad how many drains were blocked? Size and location of hematoma. Why was the surgicel powder used during the initial procedure? Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? How was the hematoma diagnosed? What are the patient demographics? (Age, date of birth, bmi, past medical history)? What is the lot number of product used? What is the patient current status? What is the surgeon etiology of the event?

Event description:
It was reported that a patient underwent an abdominoplasty procedure on an unknown date and absorbable hemostat device was applied at the end of the case and several drains were placed. Approximately one week post op the patient developed a large hematoma. The hematoma could not be extracted in the doctors office, therefore the patient was brought back to re-operate. The incision was re-opened and the hematoma was suctioned out. The doctors findings upon re-operation was that the drains placed had been clogged with black clots which the doctor attributed to the absorbable hemostat device entering the drains. Since the hematoma extraction, the patient has been reported to be doing well. Additional information has been requested.